Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 02/2024).

Event description:
It was reported that prior to a procedure, the packaged arrived damaged and the catheter was noted to be damaged as well. There was no patient contact.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was reviewed. The photo shows the conquest 40 outer and inner carton pack, the catheter can be noted inside the inner package, the outer package noted be teared and inner carton noted to crushed, no evidence of catheter damage or breach of sterile barrier. No no other specific anomalies noted. Therefore, based on the photo review, the reported device damage prior to use and package issue could not be confirmed as no evidence of device damage noted from the submitted photo and it is also unknown whether the tear happened due to handling of the package by the user and user also not reported any tear or damage noted on the outer package of the catheter. Therefore the investigation for the reported packaging problem and device damage prior to use remains inconclusive as no specific damage or breach of sterile barrier to the package and the device noted on the submitted photo. A definitive root cause for the reported packaging problem and device damage prior to use could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2024), g3, h6(method). H11: h6(device, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that prior to a procedure, the package arrived damaged and the catheter allegedly was noted to be damaged as well. There was no patient contact.